Event description:
It was reported that an angio-seal device was deployed in the right groin. Bleeding was noted post-deployment and pressure was held for three hours; hemostasis was not achieved. The pt was transferred to surgery and the angio-seal device was removed and a suture was placed to close the arteriotomy. It was noted that the pt had a side wall puncture. The physician and nurse stated the pt continued to bleed post procedure. Hypotension was noted at the beginning of surgery and vasopressors were administered with resolution.